Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated: battery / (B)(4) / model # 1650de / UDI: n/a / exp. Date: n/a, device available for evaluation: yes, device evaluated by manufacturer: no, device manufacture date: mfg. Date: n/a, labeled for single use: no. Battery / (B)(4) / model # 1650de / UDI: n/a / exp. Date: 09/30/2017, device available for evaluation: yes, device evaluated by manufacturer: no, device manufacture date: mfg. Date: 09/30/2016, labeled for single use: no. Battery / (B)(4) / model # 1650de / UDI: n/a / exp. Date: 09/30/2017, device available for evaluation: yes, device evaluated by manufacturer: no, device manufacture date: mfg. Date: 09/30/2016, labeled for single use: no. Battery / (B)(4) / model # 1650de / UDI: n/a / exp. Date: n/a, device available for evaluation: yes, device evaluated by manufacturer: no, device manufacture date: mfg. Date: n/a, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching on their controller and four of their batteries while at home. The alleged devices will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and batteries (bat360142, bat360044, bat360006, bat360388) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat360142. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Additional products: battery, bat360142, expiration date: 2017-10-31, UDI#: (B)(4). Device available for evaluation: yes, return date: 2018-05-03, device evaluated by MFR: yes, mfg date: 2016-10-31, (B)(4) / battery, bat360044, expiration date: 2017-09-30, UDI#: (B)(4), device available for evaluation: yes, return date: 2018-05-03, device evaluated by MFR: yes, mfg date: 2016-09-30, (B)(4) / battery, bat360006, expiration date: 2017-09-30, UDI#: (B)(4), device available for evaluation: yes, return date: 2018-05-03, device evaluated by MFR: yes, mfg date: 2016-09-30, (B)(4) / battery, bat360388, expiration date: 2017-09-30, UDI#: (B)(4), device available for evaluation: yes, return date: 2018-05-03, device evaluated by MFR: yes, mfg date: 2016-09-30, (B)(4). If information is provided in the future, a supplemental report will be issued.